Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to report that the patient¿s heart rate dropped below the device programmed pacing rate. The patient reports hearing an audible alert from the device. The patient mentions being on the treadmill resulting in symptoms of throat closing up, pain on the right side and pain in the jaw. Follow up attempts were unsuccessful in contacting the patient¿s healthcare provider. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.